Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Based on the information provided and our records, the lead appeared to be attempted, but not implanted. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no there was blood noted on distal conductor (not obstructed), helix mechanism, and sleeve head; the analyst noted that the lead was returned with the guide tooth damaged; the full lead was returned and analyzed.